Event description:
It was reported by the customer that a pyxis medstation es system failed machine with smell of hot plastic. During device inspection, a field service engineer found overheated brownish yellow solenoid with fused plunger and confirmed the device was disconnected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station had burnt up solenoid. A field service engineer replaced entire drawer assembly to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, model #, catalog # and unique identifier (UDI) #, section e initial reporter occupation and other occupation, section g reporting office contact and report source, section h device manufacture date. Additional information: section h imdrf codes, section h manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of january 26, 2023. This review confirmed that the device has not been returned for service and that there is no production failures associated with it that would correlate with the customer-reported issue. The report that the station was on a black screen after the drawer was shut was confirmed by the bd field service engineer (fse). According to work order 01785308, the field service engineer (fse) disconnected auxiliary full height drawer 1 due to an overheated solenoid, which had a fused plunger that blocked manual access. The fse ordered a replacement drawer, recovered the cubie pockets, and brought the system back online with the faulty drawer disconnected. The cubie pockets were transferred into the on-site replacement drawer. A full inventory was completed for the installed drawer. Laboratory bench testing, conducted in accordance with the pyxibus module controller board and drawer controller board product analysis procedure, confirmed damage to transistor q601 on one of the drawer controller consistent with failure characteristics of a shorted solenoid. The pcba pmc has a blown fuse (f201). Further testing was not conducted due to damage to the pcba boards. Resistance testing on the thermally compromised solenoid returned a reading of 0.5 ohms, significantly below the nominal 5.5 ohms ±5%. External inspection found that the rear cover, drawer insert, and mount were unsecured, and the retractor band appeared bent. The drawer open/close sensor and its cable were also damaged. Closer inspection showed signs of heat damage on the retractor band. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed machine with smell of hot plastic. As per part investigation, it was determined that there was thermal damage observed on the transistor q601 and retractor band. There were no adverse events or injuries reported based on this event.